Event description:
Physician was using a 5fr cook micropuncture introducer set, needle was inserted to gain access to femoral artery. Guidewire was inserted through the needle. In process of pulling the wire out it unraveled and a portion of the wire was lost in the tissue. Retrieval was deemed to be unnecessary.